Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an IV administration set, being used to deliver an unspecified cytotoxic drug to a patient, disconnected from the join of the tubing and the filter and resulted in a leak of cytotoxic drug onto the patient. The location of the exposure on the patient was not reported. The indication for the infusion and the volume of drug that leaked onto the patient was not specified. As a result, the patient was rinsed abundantly (not further specified) and treated with unspecified dermocorticoids (dose and frequency were not reported). It was reported that there was no further clinical consequence to the patient. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not received for evaluation. A retention sample was evaluated. Visual inspection and gravity testing did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.